Manufacturer narrative:
(B)(4).

Event description:
It was reported that a fgt system implant trial sizer 30 is so old that is falling apart. It is unknown whether this problem was noticed in a surgical environment or not; therefore, patient involvement has not been confirmed.

Manufacturer narrative:
H3, h6: the product has not been received at the aus site for evaluation and photographs were not provided, so the complaint could not be confirmed. The following investigative actions were performed. Refer to the respective tasks for further detail. Complaint history review: the complaint history review identified no similar reported events for this device. No previous events or issues were identified for the same product lot. No adverse trend was identified. Future complaints for this failure mode will continue to be monitored and investigated as required. Risk management review (device): identified no issues which could have caused or contributed to the reported event. The failure mode was previously identified by the risk management file. As identifying details for the specific product associated with this complaint were not provided, the risk acceptability could not be assessed. CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. Product prints/specifications/procedure review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met product specifications upon release for distribution. As the device has not been received for evaluation, a definitive root cause could not be determined. The complaint does not allege patient involvement. A determination of whether the device might have contributed to the reported event could not be made as the device has not been received for evaluation and insufficient information about the nature of the failure was provided. The fgt implant trial sizer is a reusable instrument expected to be used across multiple surgeries. As the product lot number was not provided, the age of the instrument could not be determined. It is possible that the device associated with this complaint has been damaged due to wear and reached the end of its useful life after repeated use. Based on this investigation, the need for corrective action is not indicated as no non-conformances or product deficiencies were identified and the risk level is acceptable. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required. This investigation can be closed.